Manufacturer narrative:
Field service engineer (fse) went on site to investigate and found a bad atp console board causing the no fluoro issue. Fse replaced the atp console board and verified operation. Unit passed checkout procedures and was returned to full service by the customer.

Event description:
On (B)(6): customer reports that during a pt procedure (age and gender of pt unk) the system fluoro failed. Physician completed procedure by using rad imaging. No pt injury to report. System is functioning as expected.